Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's performance with her ci decreased significantly, as observed by the parents and the clinic. The pt recently underwent an MRI scan. No head trauma was reported by the parents, and a weakening of the magnetic attraction of the coil to the implant after the MRI was not observed. An a-ray was performed, showing that the electrode array is fully inside the cochlea.